Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was not functioning properly. A surgical procedure was performed to replace the pump. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.